Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent capture at max output, an alert for high/undefined pacing impedance and was suspected to be fractured. The right atrial (ra) lead was "broken" and had low impedance. The leads were explanted and the right ventricular (rv) lead was replaced. No patient complications have been reported as a result of this event.